Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
While preparing to use a pod packing coil (podj coil) for an embolization procedure, the physician inadvertently dropped the podj coil while removing it from its packaging. Therefore, the podj coil was not used for the procedure. The procedure was successfully completed using a new podj coil.